Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-1662bc-8 tip was broken when a screw was inserted and malleting was performed. All the broken pieces have been retrieved. Bone hole was made with an 8 mm diameter drill. Additional bone holes were created and surgery was completed using a third-party product.

Manufacturer narrative:
The complaint cannot be confirmed. One unpackaged ar-1662bc-8 swivelock (no batch indicator present) was received for investigation. Visual inspection identified that the swivelock driver sleeve was not returned, along with any remnants of the reportedly broken screw. Only the inner molded assembly was received, and no abnormalities were present. Without the return of the broken screw pieces detailed in the complaint event description, the event cannot be verified. No problem found.